Event description:
It was reported that during an ileostomy closure procedure, the anastamosis was being completed with the device. The surgeon found that the device did not staple. No loose staples were found along the staple line or in the cartridge. Sutures were used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.